Event description:
On 11 mar 2024, scientia vascular employee was notified that a doctor attempted to use an a24-200-003 lot #023295 and the guidewire broke during a flow diversion case. After the guidewire break, the physician successfully removed the guidewire from the patient by doing a vaclok mechanical thrombectomy procedure.

Manufacturer narrative:
From the review of the manufacturing lot history record, there is no indication that the break occurred due to a manufacturing defect, and it confirms the lot was built to specification. There is no way to confirm every step taken that could have led the guidewire to break. However, it appears that the guidewire might have been stuck in the kinked microcatheter and external forces were applied on the guidewire leading it to break. No indication of a manufacturing defect was found on the investigation of the returned guidewire.